Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedances with current measurements being greater than 125 ohms. High output pacing was performed for approximately 60 seconds with no change. Isometrics were performed and no noise was visible. Boston scientific technical services (ts) reviewed historical electrocardiograms and confirmed appropriate sensing and no evidence of noise. Ts suspects calcification of the lead. The shock alert was increased to 200 ohms and the patient will be monitored. The patient is not pacemaker dependent and there were no adverse patient effects were reported.